Event description:
It was reported that during procedure, error 48 was displayed by the console. The procedure was cancelled due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
A work order was performed, after checking the phenomenon, we found that the laser output would not increase. This is believed to be due to deterioration of the laser oscillator tube inside the device. The laser tube was defective. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during procedure, error 48 was displayed by the console. The procedure was cancelled due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.